Manufacturer narrative:
The returned flexcath steerable sheath 3fc12 serial # (B)(4) was visually inspected and functionally tested and passed the inspection as per specification. The inspection showed that the shaft was intact with no apparent issues and the reported air ingress during aspiration could not be reproduced. Many aspiration / injections were performed without having air bubbles or leaking through the hemostatic valve of the flexcath steerable sheath. Two arctic front catheters (2af282) were also returned for investigation and both passed the visual and functional inspections as per specification. Although the reported issue could not be reproduced with flexcath steerable sheath 3fc12 serial # (B)(4), this is a known issue for the flexcath steerable sheath and is linked to a leaking hemostatic valve. A field action was initiated in (B)(4) 2011 to communicate to physicians and regulatory authorities the potential leak in hemostatic valve of medtronic cryocath flexcath 12 steerable sheaths.

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report.

Event description:
During a cryoablation procedure, the arctic front catheter was inserted into the flexcath steerable sheath. During aspiration, air was present in the flexcath steerable sheath. The arctic front catheter was replaced by another arctic front catheter and the sheath was aspirated and flushed without any difficulty. The case was completed without any complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.